Manufacturer narrative:
Concomitant products : 4968-60 lead, implanted (B)(6) 2003, d314trg ICD, implanted (B)(6) 2013.

Event description:
It was reported that the left ventricular lead had a possible fracture. It had no capture - even at the highest output - and high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.